Manufacturer narrative:
A1 to a5: patient information were not provided. H11: sorin group italia manufactures the inspire 8f oxygenator. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Sorin group italia received a report of high-pressure during procedure using an inspire 8f oxygenator. The pressure slowly rised up to 400 mmhg, medical team elected to give epoprostenol to lower the pressure succesfully. There is no report of any patient injury. Livanova has conservatively reported the present event as an additional medical intervention.

Event description:
See initial report.

Manufacturer narrative:
H11: complaint database review revealed two other similar events involving two oxygenators belonging to the same batch lot, occurred during two separate surgical procedures on two different patients, for which the exact dates are unknown. In both cases, epoprostenol was administered as a corrective measure. Verification of the device history record (DHR) confirmed that the involved unit was released as conforming to specifications, having successfully passed all required in-process visual and functional inspections. Therefore, the presence of a batch-related occlusion or fiber patency issue potentially originating from the manufacturing process was ruled out. No pump sheet documentation was provided. Consequently, it was not possible to reconstruct the timeline of the event or to determine the duration between the start of the procedure and the onset of the increased hydraulic resistance to blood flow. Based on the available information and considering the results of investigations of similar incidents, the reported event was traced back to the progressive accumulation of biological material (platelet aggregates and fibrin mass) within the oxygenator fibers during clinical use. Pressure drop excursions across membrane oxygenators during cardiopulmonary bypass (cpb) is a known phenomenon reported in literature in all membrane oxygenators with multifactorial origins. The primary mechanism involves platelet activation and adhesion within the oxygenator fibers, leading to increased resistance and impaired flow. From a clinical standpoint, high pressure excursion may be influenced by emergency surgical conditions, high perfusion flow rates, and suboptimal hemodiluition strategies. On the patient side, elevated hematocrit levels, large body surface area, certain blood types, and underlying prothrombotic tendencies can contribute to increased risk. While the phenomenon cannot be entirely eliminated due to its multifactorial nature, a combination of patient-specific risk assessment and standardized clinical protocols can significantly reduce its incidence and improve patient outcomes during cpb. No concerning trend was highlighted for reported failure mode. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.